Manufacturer narrative:
Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that the glue leaves her skin red". The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample did not provide any additional information as to why the consumer reports "that the glue leaves her skin red". The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown. Refer to the36 month trend chart attachment refer to attachment nsw8hr ae serious unknown 08-jan-2017 to 08-jan-2020. This investigation was reopened on 07-oct-2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened pr-5283193. This deviation will not change the conclusion of the investigation. Site sample status was received at the site on 20jan2020. Return sample evaluation: one nsw wrap - wrap shows evidence of wear, cell packs are hard; evidence of brine dosing. No obvious defects to wrap.

Event description:
Event verbatim [preferred term] skin red from the glue [erythema], skin red from the glue/ tabs on end where glue sticks to the skin [device adhesion issue], , narrative: this is a spontaneous report from a contactable consumer. A 71-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ad1002, expiration date 31oct2021, from oct2019 to jan2020 at 1 wrap on shoulder, underneath back of neck as needed for pain and cervical spine arthritis. Upc: 0573301544. Co-suspect product included menthol (biofreeze) from oct2019 to jan2020. Medical history was none. Concomitant medication was none. She used the product over many years and noticed that it was redesigned in some respects. Now when she used it the glue left her skin red in oct2019. It was not the heat portion but tabs on the end where glue sticks to the skin. She did not think that she will put it directly on her skin going forward. That started happening on an unspecified day in the last year or so. She used thermacare last time on sunday. The patient did not use on same day as wrap, but she recognize the bio freeze gel may have been a contributing factor. This was an after thought. The action taken with thermacare and menthol in response to the event was permanently discontinued in jan2020. There were no investigations and no treatment. She was not hospitalized due to the event skin red from the glue. She did not have other boxes to provide the lot number for when this previously happened; she threw them away. A sample of the (current) product was available to be returned. Packaging was sealed and intact. The patient recovered from the event skin red from the glue in jan2020. According to product quality complaint group: per site: severity of harm was s2 for sub-class: adverse event/serious/unknown. Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that the glue leaves her skin red". The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample did not provide any additional information as to why the consumer reports "that the glue leaves her skin red". The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown. Refer to the 36 month trend chart attachment refer to attachment nsw8hr ae serious unknown 08-jan-2017 to 08-jan-2020. This investigation was reopened on 07-oct-2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened pr-5283193. This deviation will not change the conclusion of the investigation. Site sample status was received at the site on 20jan2020. Return sample evaluation: one nsw wrap - wrap shows evidence of wear, cell packs are hard; evidence of brine dosing. No obvious defects to wrap. Severity of harm was also reported as s3 for sub-class: adverse event/serious/unknown. Follow-up (22jan2020): new information received from product quality complaints group included: investigation results. Follow-up (10feb2020): new information received from a contactable consumer included: suspect product data (start date, stop date, dose, indication, action taken), co-suspect medication, event onset date and stop date. Follow-up attempts are completed. No further information is expected. Follow-up (18sep2020): new information received from product quality complaints group included: updated investigation results and expiry date. Follow-up attempts are completed. No further information is expected. Follow-up (09oct2020): new information received from product quality complaints group included: updated trend information.

Event description:
Skin red from the glue [erythema] skin red from the glue/ tabs on end where glue sticks to the skin [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ad1002 , expiration date oct2021, from an unspecified date 18 years ago at one at a time on shoulder, underneath back of neck as needed for pain. Upc: 0573301544. There were no concomitant medications and there was no relevant medical history. She used the product over many years and noticed that it was redesigned in some respects. Now when she uses it the glue leaves her skin red. It was not the heat portion but tabs on the end where glue sticks to the skin. She does not think that she will put it directly on her skin going forward. That started happening on an unspecified date in the last year or so. She used thermacare last time on sunday. The action taken with thermacare in response to the event was dose not changed. There were no investigations and no treatment. She does not have other boxes to provide the lot number for when this previously happened; she threw them away. A sample of the (current) product was available to be returned. Packaging was sealed and intact. The patient recovered from the event on an unspecified date. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. Comment: based on the information provided, the events burns second degree and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term], skin red from the glue [erythema], skin red from the glue/ tabs on end where glue sticks to the skin [device adhesion issue], narrative: this is a spontaneous report from a contactable consumer. A 71-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ad1002, expiration date 31oct2021, from (B)(6) 2019 to (B)(6) 2020 at 1 wrap on shoulder, underneath back of neck as needed for pain and cervical spine arthritis. Upc: 0573301544. Co-suspect product included menthol (biofreeze) from (B)(6) 2019 to (B)(6) 2020. Medical history was none. Concomitant medication was none. She used the product over many years and noticed that it was redesigned in some respects. Now when she used it the glue left her skin red in (B)(6) 2019. It was not the heat portion but tabs on the end where glue sticks to the skin. She did not think that she will put it directly on her skin going forward. That started happening on an unspecified day in the last year or so. She used thermacare last time on sunday. The patient did not use on same day as wrap, but she recognize the bio freeze gel may have been a contributing factor. This was an after thought. The action taken with thermacare and menthol in response to the event was permanently discontinued in jan 2020. There were no investigations and no treatment. She was not hospitalized due to the event skin red from the glue. She did not have other boxes to provide the lot number for when this previously happened; she threw them away. A sample of the (current) product was available to be returned. Packaging was sealed and intact. The patient recovered from the event skin red from the glue in (B)(6) 2020. According to product quality complaint group: per site: severity of harm was s2 for sub-class: adverse event/serious/unknown. Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that the glue leaves her skin red". The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample did not provide any additional information as to why the consumer reports "that the glue leaves her skin red". The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Site sample status was received at the site on 20jan2020. Return sample evaluation: one nsw wrap - wrap shows evidence of wear, cell packs are hard; evidence of brine dosing. No obvious defects to wrap. Severity of harm was also reported as s3 for sub-class: adverse event/serious/unknown. Conclusion: based on the complaint narrative, the patient sustained a red skin injury with product use. There was a possible skin reaction that may have caused the skin redness. Further review of complaint description concludes there is no device malfunction. Follow-up (22jan2020): new information received from product quality complaints group included: investigation results. Follow-up (10feb2020): new information received from a contactable consumer included: suspect product data (start date, stop date, dose, indication, action taken), co-suspect medication, event onset date and stop date. Follow-up attempts are completed. No further information is expected. Follow-up (18sep2020): new information received from product quality complaints group included: updated investigation results and expiry date. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that the glue leaves her skin red". The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the returned sample did not provide any additional information as to why the consumer reports "that the glue leaves her skin red". The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Site sample status was received at the site on 20jan2020. Return sample evaluation: one nsw wrap - wrap shows evidence of wear, cell packs are hard; evidence of brine dosing. No obvious defects to wrap.

Manufacturer narrative:
Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports " that the glue leaves her skin red." The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. The sample had not been received by the site.

Event description:
Event verbatim [preferred term] skin red from the glue [erythema], skin red from the glue/ tabs on end where glue sticks to the skin [device adhesion issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 72-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ad1002 , expiration date oct2021, from an unspecified date 18 years ago at one at a time on shoulder, underneath back of neck as needed for pain. Upc: 0573301544. There were no concomitant medications and there was no relevant medical history. She used the product over many years and noticed that it was redesigned in some respects. Now when she uses it the glue leaves her skin red. It was not the heat portion but tabs on the end where glue sticks to the skin. She does not think that she will put it directly on her skin going forward. That started happening on an unspecified date in the last year or so. She used thermacare last time on sunday. The action taken with thermacare in response to the event was dose not changed. There were no investigations and no treatment. She does not have other boxes to provide the lot number for when this previously happened; she threw them away. A sample of the (current) product was available to be returned. Packaging was sealed and intact. The patient recovered from the event on an unspecified date. According to product quality complaint group: per site: rsnbly suggest device malfunction was yes and severity of harm was s2 for sub-class: adverse event/serious/unknown. Summary of investigation: batch ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports " that the glue leaves her skin red." The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. The sample had not been received by the site. Per dchu: severity of harm was s3 for sub-class: adverse event/serious/unknown. Dchu conclusion: based on the complaint narrative, the patient sustained a red skin injury with product use. There was a possible skin reaction that may have caused the skin redness. Further review of complaint description concludes there is no device malfunction. Follow-up (22jan2020): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the events erythema and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the information provided, the events erythema and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Event description:
Skin red from the glue [erythema], skin red from the glue/ tabs on end where glue sticks to the skin [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable consumer. A 71-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: ad1002, expiration date oct2021, from on (B)(6) 2019 to on (B)(6) 2020 at 1 wrap on shoulder, underneath back of neck as needed for pain and cervical spine arthritis. Upc: 0573301544. Co-suspect product included menthol (biofreeze) from on (B)(6) 2019 to on (B)(6) 2020. Medical history was none. Concomitant medication was none. She used the product over many years and noticed that it was redesigned in some respects. Now when she uses it the glue leaves her skin red on (B)(6) 2019. It was not the heat portion but tabs on the end where glue sticks to the skin. She did not think that she will put it directly on her skin going forward. That started happening on an unspecified date in the last year or so. She used thermacare last time on sunday. The patient did not use on same day as wrap, but she recognize the bio freeze gel may have been a contributing factor. This was an after thought. The action taken with thermacare and menthol in response to the event was permanently discontinued on (B)(6) 2020. There were no investigations and no treatment. She was not hospitalized due to the event skin red from the glue. She did not have other boxes to provide the lot number for when this previously happened; she threw them away. A sample of the (current) product was available to be returned. Packaging was sealed and intact. The patient recovered from the event skin red from the glue on (B)(6) 2020. According to product quality complaint group: per site: rsnbly suggest device malfunction was yes and severity of harm was s2 for sub-class: adverse event/serious/unknown. Summary of investigation: batch: ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports " that the glue leaves her skin red." The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. The sample had not been received by the site. Severity of harm was s3 for sub-class: adverse event/serious/unknown. Conclusion: based on the complaint narrative, the patient sustained a red skin injury with product use. There was a possible skin reaction that may have caused the skin redness. Further review of complaint description concludes there is no device malfunction. Follow-up (22jan2020): new information received from product quality complaints group included: investigation results. Follow-up (10feb2020): new information received from a contactable consumer included: suspect product data (start date, stop date, dose, indication, action taken), co-suspect medication, event onset date and stop date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events erythema and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the information provided, the events erythema and device adhesion issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Summary of investigation: batch: ad1002 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports " that the glue leaves her skin red." The cause of the consumer stating the wrap glue leaves her skin red is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. The sample had not been received by the site.